Manufacturer narrative:
Brand name - the correct brand name is sterrad® sealsure chemical indicator tape. Catalog number - the correct catalog number is 14202.

Event description:
A customer reported the sterrad® sealsure chemical indicator tape did not change color correctly after a completed sterrad® nx cycle. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® sealsure chemical indicator tape not changing color correctly.

Manufacturer narrative:
Correction: the DHR was not reviewed since there was sufficient information to determine user error as the cause. The DHR, complaint trending, visual analysis and retains testing was not reviewed since there is sufficient information to determine user error as the assignable cause. The sra indicates the risk associated with a quality problem with no impact on safety is "low." The assignable cause of the issue can be attributed to user error as it was determined through follow-up with the customer the cycle involved had been overloaded. The customer was advised of proper load size and has not had any further issues. The issue will continue to be tracked and trended.

Manufacturer narrative:
Per the supplier, no anomalies were observed that would contribute to the customer's experienced issue.